Event description:
The article, "Mechanical Mitral Valve Replacement in Patients Under 18 Years of Age", was reviewed.This research article is a retrospective single-center experience to evaluate long-term outcomes of mechanical mitral valve repair (mMVR) and identify predictors of mortality and redo mMVR. The devices included in the study were Starr-Edwards ball valve, SAM tilting-disc valve, Bjork-Shiley tilting disc valves, St. Jude Medical bileaflet valves, ATS valve, Sorin Bicarbon valve, CarboMedics valve, On-X valves, and Hall-Kaster valve. The article concluded that long-term survival after pediatric mMVR is satisfactory. Valve type and surgery year significantly impacted mortality, while younger age at surgery increases the risk of redo mMVR. "[The primary and corresponding author was Takeshi Shinkawa, Department of Cardiovascular Surgery, Heart Institution of Japan, Tokyo Women¿s Medical University, 8-1 Kawada-Cho, Shinjuku-Ku, Tokyo 162-8666, Japan, with corresponding e-mail: shinkawa.takeshi@twmu.ac.jp.]"This study included patients under 18 years of age who underwent mMVR from 01 April 1965 to 31 January 2024. A total of 118 patients were included in the study, the majority of which received an Abbott device. The average age was 6.3 years. The majority gender was female. Comorbidities included atrioventricular septal defect, congenital mitral regurgitation, congenital mitral stenosis, and ventricular septal defect.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant informationLiterature attachment: Mechanical Mitral Valve Replacement in Patients Under 18 Years of AgeB3: Event date was estimatedD4: The UDI number is not known as the part and lot number were not provided.